Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) via a manufacturer representative. It was reported that the patient¿s ins was over discharged. It was reported that the patient had not used their ins since they were last reprogrammed in (B)(6) 2014. The patient stopped using the ins because it felt like the tingling was moving up the ankle and foot and the patient thought the paresthesia was more annoying than helpful. The antenna locate feature was used to wake up the ins and the patient was to recharge their ins. The patient had an appointment on (B)(6) 2017, to have the power on reset (por) message cleared. The patient planned to recharge the ins five times daily so that the battery would hold the charge and planned on trying high density settings to see if that would help. No further complications are anticipated. Additional information received stated that the patient had not used the ins in years because the patient couldn't stand having the stimulation so high, and reported the stim was not working for her. The patient met a manufacturer's representative (rep) who successfully restarted the device, and the patient was able to recharge normally. There were no reported complications and no further complications were expected.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer. It was reported that the patient could not stand how high she had her settings to get benefit. The patient reported they recharged it enough to see if they could stand it. The patient was able to test it and she could stand stim but her ins was so old and was not staying charged, so they put a new ins in. Patient reported she met with the rep sometime in february 2018.